Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. It was reported that ¿in evaluating the data together with dr. (B)(6), a bony growth on the skull itself was now defined by him as the cause. He confirmed to me that, based on this data, the cause was definitely not due to the implant.¿ the ¿small bump in the left frontal area of the implant¿ has not caused the patient any pain and is exclusively cosmetic. It was also reported that the device was implanted in (B)(6) 2018, and this bump was reported in (B)(6) 2021. This timeline also indicates the small bump is likely not the result of the design of the device. The cause of the bump cannot be determined definitively without medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient has developed a small bony bump in the left frontal area of an htr-pmma implant approximately 3 years after implantation. Attempts have been made and additional information on the reported event is unavailable at this time.